Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm.. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 14f, and the tavi procedure was completed. Reportedly, post procedure, it was noted a prostyle suture had been deployed too proximal to the vessel and sutured both walls. The vessel was occluded. A surgical cut down was performed to open the vessel. Surgical suturing achieved hemostasis. There was a clinically significant delay in the procedure. Hospitalization was prolonged. No additional information was provided.